Event description:
Pt underwent bilateral thr on 3/5/97 at another institution. He subsequently had 2 dislocations with closed reductions, the last on 6/23 at that same institution. He presented to dr on 7/10/97 complaining of feeling a lump in his hip and creaking. Pain was mild and limp was moderate. Pt underwent uneventful revision of his rthr on 7/16/97 with the liner and femoral head requiring revision.